Event description:
Sales representative reported that housing fell off laparoscopic dissector instrument during surgery. In response to an inquiry the hospital stated the part that came off was retrieved.